Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was scheduled to undergo a magnetic resonance imaging procedure (MRI). The health care professional (hcp) requested assistance from boston scientific technical services (ts) in programming this device into MRI protection mode. Ts noted this right atrial (ra) lead to exhibit loss of capture (loc) at max output. Ts discussed this did not meet the criteria for MRI conditions. The hcp would discuss with cardiology. No adverse patient effects were reported. At this time, this device system remains in service.